Manufacturer narrative:
(B)(4). One used device was returned for evaluation. The jaws were not stuck shut. The handle latched and unlatched several times with no problem. The device was activated on simulated tissue with acceptable results, and no sticking was observed. The jaws of the device were removed from the simulated tissue with no difficulty. Covidien could not confirm the customer's report.

Event description:
The customer reported that during a lavh, after completing multiple seals on the fallopian tubes and ligaments, the jaws of the device could not be reopened while applied to tissue. During sealing, no regrasp alarm had sounded. The surgeon had to resect the tissue directly adjacent to the jaws in order to remove the device form the tissue. After the procedure, the surgical staff tried again to open the device jaws and found that the jaws opened manually when force was applied.